Manufacturer narrative:
(B)(4). The device froze while accessing data management. The device was evaluated by a philips field service engineer. The symptom could not be duplicated. The device was returned to service after passing all testing. We are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The device froze while accessing data management.